Event description:
It was reported that during an unknown procedure, the two devices were leaking air. It is unknown what instruments were being used in the trocars. Another trocar was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
The customer reported a colleague infusion pump with failure code 808:02. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as a colleague 2006 pump with software version 5.09.90. No additional information is available. During baxter quality engineering review of the event history on (B)(4), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.